Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. No additional event/patient detail information has been provided to date. Should additional information become available, a follow up report will be submitted. (B)(4).

Event description:
It was reported the two fixation parts do not attach completely, and the glue that attaches to the skin loosens after 2-3 days. This resulted in an unsecured fixation of the catheter. This occurred with 50 devices used. No harm reported and no photo was provided.